Event description:
Biomed reported a set leaked during an infusion on a nicu patient. He does not have any specific patient or event details. After the event staff noted there was a hairline crack in the middle port of the stopcock parallel to the stem. There was no harm to the patient or medical intervention required. The customer stated that no further patient or event information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is pending. A follow up report will be submitted with failure investigation results once the evaluation has been completed.